Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. Complaints will continue to be reviewed and monitored for trends.

Event description:
It was reported in a transcarotid artery revascularization (tcar) procedure, a dissection was noted in the common carotid artery (cca) upon insertion of the arterial sheath. The physician converted to carotid endarterectomy (cea) as a result of the dissection. The procedure was completed successfully with no reported patient harm.